Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope exhibited an e315 (no image) unsupported scope error during preparation for use for a procedure. The procedure was completed with a similar device. It was unknown if there was a delay in procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. During the investigation, error code e315 unsupported scope was evident on the screen when the endoscope was connected to the stack system. A comprehensive leakage check was completed, the device was not leaking. The plug body was disassembled, fluid ingress was evident within the plug body, triggering both pink moisture indicators. Fluid has entered the instrument possibly via the ethylene oxide (eto) valve; however quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The most likely cause is that the issue happened during the manual leak check or cleaning process and is therefore typically attributed to user handling. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's handling of the device, which led to water invasion of the scope connector. Then, an abnormality of electrical parts occurred which let to the displayed error message. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image". The user can possibly reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.